Manufacturer narrative:
The device has been received for eval; however, device eval is not complete. A supplemental report will be submitted upon completion of the eval.

Event description:
Received info stating customer's pump unexpectedly shutdown. Reportedly customer's blood glucose was not impacted.